Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues followed by a decrease in performance. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The decision was made to explant the patient's device. Surgery to explant the patient's device is to be scheduled.